Event description:
The customer reported that his blood glucose was 300mg/dl and he was treated with a bolus, but the glucose level still remained high. The customer stated that he woke up and the paramedics were treating him for low blood glucose of 20mg/dl. The customer also mentioned being hospitalized several times for low blood glucose in the past. Troubleshooting was performed and the high pressure test passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.